Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified however, it is possible reprocessing was not completed correctly due to leakage from the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measure in gif/cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign objects. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.